Event description:
This report is being filed after subsequent review of the following journal article, huang, h.-t., huang, p.-j., su, j.-y., and lin, s.-y. (2003). Indirect reduction and bridge plating of supracondylar fractures of the femur. Injury, int. J. Care injured. 34: 135¿140. In this study, the authors retrospectively reviewed the results of the treatment of 16 comminuted supracondylar fractures of the femur using an indirect reduction and bridge plating technique between october 1995 and december 1998. Three of the 16 patients were female. The age at the time of operation ranged from 17 to 77 years, with an average of 44.2 years. Two different approaches (anterior or lateral) were chosen under different conditions based on the fracture patterns and age of the patients. The intercondylar fractures were first reduced and fixed with synthes 6.5mm a¿o cancellous screws. The blade of a 95 degree condylar blade plate or the condylar screw of synthes 95 degree dynamic condylar screw (dcs) was then inserted. After a plate with proper length was selected and inserted, manual distraction was applied to reduce the fracture. Non-weight bearing was recommended until fracture healing occurred. All the fractures healed at an average of 18.5 weeks (range 12¿28 weeks). Two patients (a 38 year-old patient and a 77 year-old female patient) sustained failure of implants at 14 weeks, and 18 weeks post-operatively due to premature full weight bearing before bone union. They received new plates and bone grafts, and the fractures united 10 and 13 weeks later. Radiographs of a 37 years old male patient showed an area of delayed union at the fourth monthly follow-up; secondary bone grafting procedure was performed. This report is for an unknown plate. This is report 3 of 3 for (B)(4). This tree pertains to the unknown plate and the 37 years old male patient who showed an area of delayed union at the fourth monthly follow-up; secondary bone grafting procedure was performed.

Manufacturer narrative:
Huang, h.-t., huang, p.-j., su, j.-y., and lin, s.-y. (2003). Indirect reduction and bridge plating of supracondylar fractures of the femur. Injury, int. J. Care injured. 34: 135¿140. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.